Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the device history found multiple insulin flow blocked alarm (faultnumber = no delivery (7)) in the date of 07/18/2021 and time of 11:27:00 during a bolus delivery, 12:50:20 during a bolus delivery and 15:15:08 during a bolus delivery. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08660 inches. No unexpected insulin flow blocked alarm during testing. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (22.4 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged was hospitalized for high blood glucose and insulin flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The insulin pump received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history found no insulin flow blocked alarm on the event date of (B)(6) 2021, however, found multiple insulin flow blocked alarm on the date of (B)(6) 2021 and time of 11:27:00 during a bolus delivery, 12:50:20 during a bolus delivery and 15:15:08 during a bolus delivery. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. No unexpected insulin flow blocked alarm during testing. The insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed required testing. Unable to verify customer alleged for high blood glucose. Customer alleged for insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. Customer stated that the blood glucose was 259 mg/dl at the time of incident and the customer¿s current blood glucose was 259 mg/dl. Customer stated that the high blood glucose was treated with the insulin pump. Customer stated that she got hospitalized due to high blood glucose saying that there insulin pump was not working and they wants to get it replaced. Insulin was exited during 5 unit fixed prime, fill cannula. Customer experienced the vomiting due to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer stated that auto mode feature was active. Customer reported that the insulin pump will be returned for analysis.